Event description:
It was reported that seven days after a shoulder arthroscopy surgical procedure using the vapr premiere 90 electrode -ea device, the patient went to the doctor to remove the occlusive dressing and it was noticed that the skin at the surgical site was burned; suffered skin damage on the right shoulder (burns). According to information collected from the instrumentators at the end of the surgery, no lesion/burns were found on the skin in the patient (except for surgical incisions). The patient did not prolong the hospitalization, but had to take care of the burn injuries at home with medical advice, prolonging the healing for longer than necessary. There was medical or surgical intervention as a result of the event. There was no delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes, however photos were provided for evaluation. Visual inspection of the returned photos found the patient with burn marks on the skin. No other anomaly could be observed. The overall complaint was not confirmed as there is no indication that the observed condition of the vapr premiere 90 electrode -ea would contribute to the complained patient experience. Based on the investigation findings, it is unlikely that the reported patient experience was caused by the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review => a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.